Event description:
The patient was enrolled in the option study on (B)(6) 2021 with patient identifier: (B)(6). It was reported that thrombosis occurred. Prior to the index procedure, aspirin was not administered. On (B)(6) 2021, the patient underwent successful placement of a 31 mm watchman flx closure device with a complete left atrial appendage (laa) seal and deployed device diameter of 23.2 mm. Post implant, the patient was started on aspirin and continued on apixaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2022, 368 days post index procedure, during the protocol scheduled 12-month follow-up visit transesophageal echocardiogram (tee), a thrombus was revealed on the atrial facing surface of the watchman device. The patient was not on any oral anticoagulants at the time of the event. No further information is available at the time of this report.

Event description:
The patient was enrolled in the option study on (B)(6) 2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the index procedure, aspirin was not administered. On (B)(6) 2021, the patient underwent successful placement of a 31 mm watchman flx closure device with a complete left atrial appendage (laa) seal and deployed device diameter of 23.2 mm. Post implant, the patient was started on aspirin and continued on apixaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2022, 368 days post index procedure, during the protocol scheduled 12-month follow-up visit transesophageal echocardiogram (tee), a thrombus was revealed on the atrial facing surface of the watchman device. The patient was not on any oral anticoagulants at the time of the event. No further information is available at the time of this report. It was further reported that there were 2 small, fibrinous thrombi on the atrial facing surface of the closure device. The thrombus was non mobile, laminar, and 0.9 cm2 in size.

Manufacturer narrative:
B5: describe event or problem - updated.

Event description:
The patient was enrolled in the option study on 04-jun-2021 with patient identifier (B)(6). It was reported that thrombosis occurred. Prior to the index procedure, aspirin was not administered. On (B)(6) 2021, the patient underwent successful placement of a 31 mm watchman flx closure device with a complete left atrial appendage (laa) seal and deployed device diameter of 23.2 mm. Post implant, the patient was started on aspirin and continued on apixaban. On (B)(6) 2021, the patient was discharged. On (B)(6) 2022, 368 days post index procedure, during the protocol scheduled 12-month follow-up visit transesophageal echocardiogram (tee), a thrombus was revealed on the atrial facing surface of the watchman device. The patient was not on any oral anticoagulants at the time of the event. No further information is available at the time of this report. It was further reported that there were 2 small, fibrinous thrombi on the atrial facing surface of the closure device. The thrombus was non mobile, laminar, and 0.9 cm2 in size. It was further reported that on 16-mar-2023, 636 days post procedure, the thrombosis was resolved.